Event description:
A customer medwatch was received. The event description states: patient received from e.r. At 2010. Was started on dopamine drip in e.r. At 1930. Patient put into bed and on initial assessment heart rate was 140-160/min. Dopamine drip was noted to be infused already, 250cc's. Minimed cassette on pump, only half way in, so IV in free flowing position. Patient stated downstairs (in ed) he felt like his 'heart was thumping like a jack hammer'. When his brother came into room he also stated patient's 'heart rate downstairs was really high' and patient was 'beet red like a lobster all over' when in e.r. So it appears the dopamine infusion all went into the patient in about 45 minutes with adverse hemodynamic responses. It was felt to be strictly a user issue, in other words, an ergonomic or design issue rather than a pump failure. Biomed could not find any defect with the machine, and after being checked out it was returned to service." The customer contact stated that the patient was discharged home with no long term affects from the event. They also stated that they believe the problem was a user issue since the cassette was not properly loaded into the device.

Manufacturer narrative:
(B)(4). Although the device was requested, the customer reported that they will not be sending the device in for evaluation. They have determined the problem to be a user issue.